Event description:
It was reported that this left ventricular (lv) lead exhibited chronic high pacing thresholds, which resulted in loss of capture (loc). The patient didn't experience asystole. Subsequently, a revision procedure was performed. The lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.